Event description:
It was reported the pump was programmed via basic infusion on (B)(6) 2025 to infuse cisplatin at 60ml/hr with a volume to be infused (vtbi) of 340ml. Total bag concentration was 360ml (318 normal saline, 42ml cisplatin). It was reported however the infusion finished in five (5) hours and forty (40) minutes per pump record. The pump was checked by customer biomedical engineering and found to have no issues. Pump was placed back into service. There was patient involvement however no patient harm. A copy of the medwatch report from FDA was received, which states," patient (pt) running cisplatin at 60ml/hr for a total volume of 360ml. Cisplatin was started at 2200 chemo was double signed and double checked once hung. Chemo was running at the correct rate. Cisplatin was supposed to finish at 4:00am (0400). Registered nurse (rn) went to add flush and 100 milliliter (ml) was left in the bag. Pumps pulled and tagged''.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: age at time of event, age unit. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of inaccurate infusion of cisplatin was not able to be confirmed through review of the logs and no suspect device was returned for this investigation. No inspection and testing could be performed as no device or administration sets were returned for investigation. The customer provided an event date of 25 april 2025. The event time was reported to be at 2200 (10:00 pm). A review of the pcu error log showed no records associated with the reported incident. On (B)(6) 2025 at 08:22:25 am, the pcu event log showed the pcu and the suspect pump module were powered on and was assigned channel ¿a¿. The user selected ¿no¿ to ¿new patient¿. The user selected ¿yes¿ to ¿same profile¿. The profile in use could not be identified since no device or dataset was returned for this investigation. On (B)(6) 2025 at 09:00:28 pm, pump module s/n (B)(6) was selected and user programmed a ¿basic infusion¿ with a rate of 75ml/h and a volume to be infused (vtbi) of 55ml. Infusion was started and device registered a primary volume infused (pvi) of 3809.99ml, an accumulated from prior programmed infusions. At 09:44:47 pm, pump module s/n (B)(6) alarmed for infusion completed keep vein open (kvo). Channel ¿a¿ was selected and modified vtbi to 20ml. Infusion was started and device registered a primary volume infused (pvi) of 3865.05ml. At 10:03:19 pm, pump module s/n (B)(6) alarmed for infusion completed keep vein open (kvo). Channel was powered off. Device registered a pvi of 3885.08ml and pump module s/n (B)(6) pvi 528.631ml. At 10:14:26 pm, pump module s/n (B)(6) was selected and user programmed a ¿basic infusion¿ with a rate of 60ml/h and a vtbi of 340ml. Infusion was started and device registered a pvi of 528.631ml. On (B)(6) 2025 at 03:54:46 am, pump module s/n (B)(6) alarmed for infusion completed keep vein open (kvo). At 03:58:47 am, pump module s/n (B)(6) was selected and user modified vtbi to 100ml. Infusion was started and device registered a pvi of 868.718ml. Immediately after, pump module was again selected and user modified vtbi to 80ml. Infusion was started and device registered a pvi of 868.861ml. At 04:15:39 am, pump module s/n (B)(6) was selected and user programmed a delay for 30 minutes. At 04:17:49 am, pump module s/n (B)(6) was selected and infusion was started. Device registered a pvi of 885.348ml. At 05:01:02 am, pump module s/n (B)(6) was paused and was then powered off. Device registered a pvi of 928.508ml. Pump module s/n (B)(6) was selected and user programmed a ¿basic infusion¿ with a rate of 60ml/h and vtbi of 20ml. Infusion was started and device registered a pvi of 3885.08ml. At 05:15:44 am, pump module s/n (B)(6) was powered off. Channel ¿a¿ was selected and user restored previous programmed infusion. User modified vtbo to 900ml. Infusion was started and device registered a pvi of 3899.18ml. At 07:26:30 am, pump module s/n (B)(6) was powered off. Device registered a pvi of 4028.7ml. No more infusions were recorded on the reported date. The bd alaris system user manual v12.1.3, states within warnings and cautions, do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Additionally, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of inaccurate infusion of cisplatin was not able to be identified during the investigation, no suspect device was returned for this investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the pump was programmed via basic infusion on (B)(6) 2025 to infuse cisplatin at 60ml/hr with a volume to be infused (vtbi) of 340ml. Total bag concentration was 360ml (318 normal saline, 42ml cisplatin). It was reported however the infusion finished in five (5) hours and forty (40) minutes per pump record. The pump was checked by customer biomedical engineering and found to have no issues. Pump was placed back into service. There was patient involvement however no patient harm. A copy of the medwatch report from FDA was received, which states," patient (pt) running cisplatin at 60ml/hr for a total volume of 360ml. Cisplatin was started at 2200 chemo was double signed and double checked once hung. Chemo was running at the correct rate. Cisplatin was supposed to finish at 4:00am (0400). Registered nurse (rn) went to add flush and 100 milliliter (ml) was left in the bag. Pumps pulled and tagged''.